Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 38 mm amplatzer septal occluder (aso) was prepared and implanted, but embolized into the right atrium shortly after the procedure was completed. An attempt to retrieve the aso percutaneously was unsuccessful as it was lodged in the superior vena cava. The patient was sent to surgery where the aso was removed. The patient was reported to be stable.